Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained rv oversensing were observed via remote transmission. Review of the remote transmission revealed possible myopotential oversensing. Bringing the patient into clinic and attempting to replicate the oversensing with deep breathing and coughing was discussed. Programming changes were also suggested. It was later informed that no programming changes have been made. Patient is fine and will return for fu.